Event description:
It was reported that the system controller screen was fading, and ventricular assist device (vad) parameters were unable to be obtained. The numbers were not able to be clearly seen. The controller was exchanged on (B)(6) 2024. Log files before and after the exchange on (B)(6) 2024 were sent for review. The event log captured low power advisory alarms due to battery depletion on (B)(6) 2025. It was noted that the backup battery had 16 months of battery life left. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log files, the mechanical circulatory support (mcs) equipment appeared to have operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screen being faded and parameters being difficult to read was confirmed via evaluation of the returned heartmate 3 system controller. The reported event of low voltage advisory alarms was confirmed via the submitted log files but was not reproduced. At the onset of the submitted log file (on (B)(6) 2024 from 12:18:00), an active atypical power cable disconnect alarm was captured while connected to 14v li-ion batteries. On (B)(6) 2024 at 01:31:32-01:31:34 and 01:32:29-01:32:32, active atypical low voltage advisory alarms were captured while connected to 14v batteries. The alarms were captured on the white power cable and were due to the relative state of charge (rsoc) voltage of the white power cable decreasing below the alarm thresholds. The alarms cleared each time when the rsoc voltage returned to the expected range. The atypical power cable disconnect and low voltage advisory alarms did not impact the controller¿s ability to support the pump and there were no other notable events captured in the log files. The returned controller, serial number (B)(6), was connected to a test power module and vertical white lines were observed on the liquid crystal display (lcd) screen. The controller was opened, and the lcd screen was replaced with a known working test lcd screen, and the display issues resolved. The controller was connected to a mock circulatory loop and supported the system without issue. No atypical alarms were reproduced. The root cause of the "faded" screen was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. A root cause for the low voltage advisory alarms was not conclusively determined through this analysis. The investigation also noted damage to black and white strain reliefs and fluid ingress. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. The heartmate 3 instruction for use section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory and power cable disconnect alarms. The heartmate 3 instruction for use section 6, entitled ¿patient care and management¿, defines electrostatic discharge (esd), and advises the user to avoid activities that may increase the risk for esd to avoid possible damage to the system controller. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.